Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10383. It was reported the pt was experiencing pocket heating while charging his ipg. The pt stated he charges the ipg every three days. The physician reportedly expressed concern regarding the heating issue and requested a new charging system be issued to the pt. A replacement charging system was sent to the pt. Follow up info revealed the issue has been resolved. The pt was provided with the MFR recommendations for charging the ipg and stated that he will continue to charge per MFR recommendations. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also indicuded in a field correction. Correction numbers: 1627487-12190211-003-r; 1627487-12190212-002-r; 1627487-12190211-001-c. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.